Event description:
The facility representative reported a flo-gard infusion pump in which the solution for infusion does not flow. It is unknown when or in which care area this event occurred. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation:the customer reported condition of "infusion does not lower" was neither confirmed nor reproduced during evaluation by technical services. Therefore, no assignable cause could be determined and no repairs were required to resolve the reported problem. Additional information:a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.